Event description:
It was reported that the pt passed away while connected to the ventilator. The home care nurse reported the ventilator did not alarm. The ventilator was checked out by the dealer and found to be functioning fine.

Manufacturer narrative:
Na.